Event description:
Healthcare professional reported capsular contracture baker grade iii. Healthcare professional later reported rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iii. Healthcare professional later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected, and/or changed data: h.6.

Event description:
Healthcare professional reported capsular contracture baker grade iii. Healthcare professional later reported rupture. Device has been explanted and replaced.